Event description:
The electronic gas blender alarmed and the s3 arterial pump stopped. Despite changing to a manual gas blender, the pump did not restart. The pump was hand cranked to maintain blood flow. After the pump was power cycled, the pump functioned properly. A manual gas blender was used to complete the case. The pump was removed from the service. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 system. The electronic gas blender, 25-40-00, (B)(4), and gas blender remote control, 25-28-70, (B)(4), are components of the s3 system. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The electronic gas blender alarmed and the s3 arterial pump stopped. Despite changing to a manual gas blender, the pump did not restart. The pump was hand cranked, per the instructions for use, to maintain blood flow. After the pump was power cycled, the pump functioned properly. A manual gas blender was used to complete the case. The pump was removed from service. There was no report of patient injury. The s3 pump was evaluated on site by engineering. The reported failure was reproduced using a pressure simulator. It was found that the balloon catheter pressure monitor was inadvertently connected to the arterial pump by the hospital personnel. As the catheter was inflated, it exceeded the pressure limit, alarmed and activated the pressure control mode, stopping the pump. The pump functioned properly as it was set-up by the clinician. No other issues were found. There was no correlation between the gas blender and the pump stoppage. The pump alarmed due to the pressure and stopped accordingly. No issues were found with the blender. No further action is deemed necessary. The facility filed a vigilance report with their country authority. This medwatch report is filed as a result of this action.